Manufacturer narrative:
Concomitant medical product: micro clave. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient age/date of birth was requested but was not provided. The event reportedly occurred in a children¿s hospital; therefore it is presumed the patient was a child.

Event description:
The customer reported the tubing leaked where it connected to a nonbd connector while connected to a patient. There was no patient harm.